Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2024 and confirmed that this device was not previously returned for servicing, and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the cubie had failed. The field service engineer (fse) inspected full-height drawer 5 and noted that row a was off bus. The row board drawer controller header was reseated, however, this did not resolve the issue. All row board connections were subsequently reseated with no improvement observed. During reseating of row board a, the fse noted the presence of a colored liquid underneath the row board, which was likely contributing to the failure. A replacement row board was installed, and firmware was updated. Following this action, row a was confirmed to be back on bus, with cubie pockets properly identified and recovered. During hardware test application (hta) testing, row c3 was found to fail to eject. While removing the row board for inspection, the fse again observed a broken pill with colored liquid underneath the row board. A second replacement row board from the customer site spare inventory was installed. The system was tested in hta with no issues noted. Additional testing was performed in the application and hta diagnostics, and no further issues were observed. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user attempted both a hard and soft reboot of the pyxis device. When the system came back up, a message appeared stating that it had tried to open, but the screen did not load/display. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.